Manufacturer narrative:
A ge service representative performed an on site investigation to troubleshoot the reported problem. No conclusion can be drawn as repair info is unavailable. However, the system operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.